Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that from (B)(6) 2021 to (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with five infusion sets. Therefore, his blood glucose level was between 300-400 mg/dl at the time of the event. The infusion set had been used for less than three hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.